Event description:
The customer reported that the insulin is not exiting during prime. Troubleshooting was performed. The insulin did not exit. Instructed the customer to discontinue the pump use and resume manual injections. The customer stated that she is on some sort of dialysis that delivers sugar water to her and she cannot keep up with her bgs without the pump.